Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left pelvic side") in a 27-year-old female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included panadeine co (tylenol #3) for dysmenorrhea, dyspareunia and leg pain. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (irritability)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and pain in extremity ("other injury(ies) or complication (crippling leg pain, cysts, and fibroids)"). On an unknown date, the patient experienced cyst ("cysts") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritability, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and pain in extremity had not resolved and the cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, irritability, nausea, pain in extremity, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion and other (as reported). Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received. New reporters and reporter information added. Plaintiff demography added. Concomitant disease added. Product lot number received. Implanted date and product indication updated. Events added from pfs: hormonal changes (irritability), nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, other injury(ies) or complication (crippling leg pain), cysts, fibroids. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left pelvic side") in a 27-year-old female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included panadeine co (tylenol #3) for dysmenorrhea, dyspareunia and leg pain. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (irritablity)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and pain in extremity ("other injury(ies) or complication (crippling leg pain, cysts, and fibroids)"). On an unknown date, the patient experienced cyst ("cysts") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritability, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and pain in extremity had not resolved and the cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, irritability, nausea, pain in extremity, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion and other (as reported). Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left pelvic side") in a 27-year-old female patient who had essure (batch no. C51073, c61074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, asthma chronic, mixed anxiety and depressive disorder, syncope vasovagal, cough, dental caries, paratubal cyst, vaginal bleeding, discomfort, abdominal cramps and inguinal pain (left). Concomitant products included panadiene co (tylenol #3) for dysmenorrhea, dyspareunia and leg pain as well as magnesium and potassium. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (irritability)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and pain in extremity ("other injury(ies) or complication (crippling leg pain, cysts, and fibroids)"). On an unknown date, the patient experienced cyst ("cysts") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, irritability, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and pain in extremity had not resolved and the cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, irritability, nausea, pain in extremity, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Normal looking tubal ostia bilaterally, uncomplicated placement of the essure coils, right side with 1 trailing coil, left side with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion and other (as reported) on (B)(6) 2015 hysterosalpingogram showed: impression: 1. The right and left fallopian tubes appear to be occluded. 2. There were no abnormal filling defects in the uterine cavity. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records was received. Lot number, concomitant disease, reporter information, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.